Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to an olympus regional repair center in thailand. During the evaluation/investigation the affected device did not show any malfunctions which might have caused the patient¿s outcome and found to meet its specification. Therefore, the exact cause of the reported phenomenon could not be determined and is being judged as unknown. However, according to our experience, the following causes are possible: incorrect positioning of the patient with ground contact which might lead to fault currents, use of a non-conductive lubricant which might lead to slightly increased current density near the urethra and extracting the instrument while being activated. Therefore, the cause for the patient outcome is very likely a user error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator "esg-400" without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a follow-up appointment after a therapeutic transurethral resection in saline (turis) procedure, it was found that the patient had developed a urethral stricture. No further information was provided but there were no reports of any device malfunctions during the initial procedure.